Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change, including difficulty inserting a cartridge and alarms during tubing fill, which were resolved after replacing all supplies from new boxes and completing a dry run that confirmed drops and successful cannula fill. Customer care provided assistance that included technical troubleshooting and replacement of the cartridge. Investigation of this case revealed that the issue could not be reproduced after supply replacement and that the specific cause of the hyperglycemia was unclear. No clinical symptoms associated with hyperglycemia, with blood glucose reportedly rising to approximately 300 mg/dl before improving later. Outcomes included temporary interruption of insulin delivery and the need for user troubleshooting without medical intervention. It was concluded that the event involved hyperglycemia of unclear cause with successful restoration of therapy following supply replacement and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.